Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issues. During the device analysis, the service center indicates that a distal end glue cracking off around pink rubber, cut on pink rubber and missing single component, paste like, thixotropic adhesive (ke45) on elevator cover was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.